Event description:
Groshong external central venous catheter fractured for unknown vcason and began to leak. The catheter was removed and replaced by another groshong external port catheter. Patient had to be hospitalized for removal of device and replacement.